Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient has experienced recurring urinary tract infections, hematuria and underwent cystoscopy with bilateral retrograde pyleograms under anesthesia on (B)(6) 2012. No additional information was provided at this time.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, weak muscles and loss of urine on (B)(6) 2011 and a sling was implanted. The patient underwent the concurrent procedures of cystoscopy, a retrograde pyelogram, and tension-free vaginal tape (obturator approach) during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient reported pain, infection, bleeding and dyspareunia as outcomes following mesh implantation. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. (B)(4).